Event description:
It was reported that the pump touch screen was cracked and unreadable. Subsequently, the pump stopped delivering insulin. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy.